Event description:
It was reported that the acticon bowel sphincter was removed because it "stopped functioning all together." Surgery was performed and another acticon device was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4)